Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital noted that, following cleaning of the breathing circuit, it was cracked, creating a leak condition. There was no report of patient involvement.